Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements out of range on the right ventricular (rv) lead. It was noted that the right ventricular (rv) lead was not a (B)(6) product. Technical services (ts} provided assistance. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).